Event description:
This info was presented in a medical meeting. The co in a conservative approach decided to initiate a complaint, and a report the event to FDA. As pt with history of stricture formation and several esophageal dilations prior to the procedure, developed an esophageal stricture. The treating physician feels that the pt's medical history was the predisposing factor. The pt had two dilations, post procedure. A follow up evaluation performed on 11/05 confirmed a normal egd, no stricture and no barrett's. No device malfunction was reported for this device. The catheter performed as intended, and was discarded by the hosp at the end of the procedure. No correlation between the outcome of the event and the product performance could not established.

Event description:
This is a follow up report to the report 2952366-2006-00004: additional information obtained on 3-14-06, regarding a pt that had a stricture formation. This stricture was very short an easily dilated one time, no im or dysplasia residual, and the pt continued to do well, no symptoms.